Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to have reverted to a safety mode status. This patient was hospitalized until device replacement is able to be completed. This device was subsequently explanted and expected to be returned. No additional adverse patient effects were reported.